Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the abutment screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Device has not been returned to manufacture.

Event description:
The doctor reported that on (B)(6) 2016, the abutment screw (mhlas) became loose. Doctor retrieved screw and was able to retighten the screw to specs.